Event description:
It was reported that the patient's right ventricular lead had been experiencing a drop in impedance, oversensing, and high capture thresholds. The physician suspected an insulation anomaly. Programming changes were made to resolve the issue. The patient was stable throughout the event.